Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic esophagectomy, although the deployed staples on the tissue were unformed, the deployed staples without tissue were formed properly at the third firing. Another device was used to complete the case. There were no adverse consequences to the patient. (B)(4)